Manufacturer narrative:
Device was received for eval and investigation, and testing is currently being performed. A follow-up report will be filed when investigation has been completed.

Event description:
Pt was complaining of pain. Had used a pain pump following (B)(6) 2010. Surgery was performed and about an inch of small white tubing was found.